Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Medical records were received on 05/11/2017. Per notes the peritoneal dialysis registered nurse (pdrn) confirmed that the patient was diagnosed with peritonitis on (B)(6) 2017 following a positive fluid culture for gram positive cocci in clusters and the organism staphylococcus warneri. The patient's peritoneal dialysis registered nurse stated that the patient presented to the clinic with complaints of abdominal pain and milky effluent. The patient was treated with the antibiotics vancomycin 2 grams and gentamycin 80 milligrams via the intraperitoneal route. The pdrn stated that the patient was recovering and performing peritoneal dialysis without any further issues. The patient verbalized feeling better following the antibiotic treatment. The pdrn stated that the cause of the peritonitis was unknown. The patient¿s family stated that the peritonitis was likely due to the patient not washing hands prior to connecting and disconnecting from peritoneal dialysis treatment. The patient verbalized the peritonitis may be due to rushing and possible contamination. At the clinic visit on (B)(6) 2017 the patient was recovered from the peritonitis

Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
It was reported by patient¿s contact that peritoneal dialysis patient was diagnosed with peritonitis and fibrin was found in the dialysis fluid. The patient¿s peritoneal dialysis registered nurse (pdrn) later confirmed that the patient was diagnosed with peritonitis on (B)(6) 2017 following a positive fluid culture for gram positive cocci in clusters. The patient was treated with the antibiotics vancomycin 2 grams and gentamycin 80 milligrams. The patient was recovering and performing peritoneal dialysis without any further issues. The cause of the peritonitis was unknown.